Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead's internal conductor was damaged and it could not be advanced over the top of guidewire. The lead was ultimately not used and replaced with new lead. Patient condition was stable.